Event description:
On (B)(6) 2025, a patient underwent a drainage catheter placement using navarre universal drain. During preparation of a drainage catheter placement procedure, the thread was allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows the complete view of the navarre catheter, the picture does not give clear image of the highlighted parts, although a small plastic ring can be noted in other highlighted area, it is unclear if it is part of the catheter. The distal end of the catheter where the thread area is not clearly visible. The thread is noted to be intact near the hub. The manufacturing evaluation site states, without a physical sample it is not possible to confirm the reported event. Therefore, the investigation is inconclusive for the reported material integrity issues and device damaged prior to use issue as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a drainage catheter placement using navarre universal drain. During preparation of a drainage catheter placement procedure, the thread was allegedly damaged. The procedure was completed using another device. There was no patient contact.